Manufacturer narrative:
There is currently minimal information regarding this event available. Therefore, the root cause of this event cannot be determined. Requests for additional information are currently in progress. If any new information is provided, a supplemental MDR will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve-in-valve procedure is being considered for a patient with an edwards magna valve. The implant duration of the surgical valve is unknown. No other information was provided.

Manufacturer narrative:
The device history record (DHR) could not reviewed as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received notification that this patient with a 25mm edwards magna valve in the aortic position, implanted for 11 years, underwent a valve-in-valve procedure due to calcific degeneration leading to stenosis. Patient was noted to be in stable condition after the procedure.